Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colorectal resection procedure, the device did not work, wherein it did not manage to staple and cut until the end of the resection, leading to an incomplete staple line and resulted to a partial resection. The clip had been gently removed and another device was used to resolve the issue. Patient outcome was unknown.